Manufacturer narrative:
A medtronic representative reported that since adjusting the media input/output settings, the site has not encountered additional issues.

Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the surgeon alleged the navigation system was inaccurate. The surgeon successfully registered the patient using the pointmerge technique but upon confirming accuracy, the surgeon deemed an inaccuracy of 3 millimeters to the patient left. The surgeon opted to use the navigation system for some aspects of the surgery, however, navigation was abandoned when the surgeon was working in critical areas. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Patient weight not available from the site. (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. No parts have been received by the manufacturer for analysis. No further issues have been reported.